Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. This is the third of three reports from this facility. (B)(4).

Event description:
A customer reported that knife blades were not effective as they were not sharp enough. Procedure and patient involvement information is unknown. Additional information has been requested.

Manufacturer narrative:
The final customer lot number was identified. A review of the related device history records (DHR) for the reported lot number has been performed. The reported lot was reprocessed for an anomaly of damage on the cutting edge that could have contributed to the customer complaint. The device history record review does not point to a root cause because the lot was reprocessed and the product was released according to the manufacturer's acceptance criteria. A complaint history examination revealed that this was the first complaint received for the customer's reported lot. As no sample was returned and the device history record review of the provided lot number indicated that the product was released according to the manufacturer's acceptance criteria, the root cause for the defects experienced by the customer cannot be determined. (B)(4).